Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a nearly new a1059 mayfield modified skull clamp was pinned to the patient¿s head on (B)(6) 2018. As the physician attempted to connect the large starburst of the a1059 to the mayfield 2 base unit, the screw would stop short of fully connecting to the starburst. They had to un-pin the patient and re-pin with an older skull clamp. The patient¿s head was lacerated in the process and stitches were required. The surgical case was delayed. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to end user's experience could not be determined. The device history record review revealed no abnormalities related to the reported incident nor were there any variances. The reported complaint was not confirmed.

Event description:
N/a.